Event description:
The patient reported that for the last six weeks the pump had been moving lower and lower from its original incision. They were concerned because the pump was in the buttocks. The patient was reportedly heavy, and the pump could not be placed in their abdomen because they were too large. The patient was happy with their pain therapy. They reported not being ¿high¿ from oral medications anymore, and they were able to enjoy all kinds of activities. They were more mobile and active, and they returned to riding their motorcycle. The patient did not have any injuries to explain the pump moving. There were no other symptoms; it was just irritating. They had to manually lift the pump to sit, lie down in certain positions, and sit on the toilet. It was very inconvenient and bothersome. It looked weird when they were moving around and other people saw it. It was unknown what the pump contained. This information was requested.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 2014, product type: catheter. Product ID: 8832, serial# unknown, product type: programmer, patient. (B)(4).